Manufacturer narrative:
Isi has not received the long bipolar grasper instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer could not close the jaws of long bipolar grasper instrument. Upon attempting to articulate the instrument by twisting the instrument with the master controller, the surgeon noted a plastic piece was broken off from the instrument to the patient. The fragment was in view and it was retrieved during the same procedure. The instrument was removed and replaced with a fenestrated bipolar forceps instrument. The procedure was completed with no injury to the patient. On 04/10/2019, isi followed-up with the initial reporter and obtained the following information. The instrument was in use for 30-40 minutes and the surgeon was performing a dissection task prior to the reported issue. The surgeon used a laparoscopic instrument to retrieve the broken fragment from the patient. The instrument was inspected prior to use and never removed during the procedure. The instrument did not make contact with other instruments or other hard materials during the surgical procedure. There is no video recording of the surgical procedure available.